Event description:
It was reported that there was peeling off of half of the pouch seal that was found during inventory inspection at (B)(4), however, analysis on (B)(4) 2011 revealed that the pouch was opened. It was initially reported that sterility wasn't compromised. The sakura fire star, 2.50 x 15 box was intact. The actual product also had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged.

Manufacturer narrative:
Complaint conclusion: the complaint received states that during inspection at (B)(4), there was peeling of the pouch seal of the sakura firestar device. It was reported that there was peeling off of a pouch seal that was found during inventory inspection at (B)(4), however, analysis revealed that the pouch was opened. It was initially reported that sterility wasn't compromised. The sakura fire star, 2.50 x 15 box was intact. The actual product also had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. One non sterile sakura firestar 2.00 x 20 mm was received inside original package. The pouch was observed open in the middle section of the supplier (one of the three) seal .the seal appeared to be reduced from the inside out. Transfer material was observed on the film on the reduced section of the seal. The rest of the pouch seals were inspected and they appeared intact. No additional damages were observed. The supplier seal was received open. The pull test of the pouch was not performed since the reported failure was confirmed under visual and dimensional analysis and the corrective actions are being implemented under CAPA (B)(4). Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed. The exact cause of the failure could not be determined. There is no evidence that the cause is related to the manufacturing process. CAPA (B)(4) is already open to address the seal issue. The complaint received was confirmed on analysis; however, the root cause of the failure could not be determined. There is no evidence of a manufacturing related issue to this complaint but CAPA (B)(4) has been opened to investigate and correct any issues that may be identified.